Manufacturer narrative:
The manufacturer's service representative instructed the customer over the phone how to reload the system software. The software was reloaded. The system operates as intended.

Event description:
The customer reported an error message upon boot up of the 7900 system. No patient injury was reported.